Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving hv therapy due to svt episodes diagnosed as vt episodes. Atrial undersensing was also suspected due to observation of atrial fibrillation episodes with rapid ventricular contractions. Programming changes were made and the patient will continue to be monitored.